Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient's infusion set cannula was bent and had high blood glucose (bg) of 375 mg/dl on (B)(6) 2026. The patient also experienced nausea. No further information available.